Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: one radiographic image available for evaluation. No name, date, or demographics on the image provided. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot measure lengths or diameters with jpeg imaging. Possible narrowing of the stent graft trunk ipsilateral leg c3 that extends into the right common iliac artery. With available image, cannot confirm this is a new finding or the reason the device leg might be narrowed. Cannot confirm an aortic diameter at this level, without dicom imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. On an unknown date, a postoperative follow-up examination revealed a decrease in the ankle-brachial index (abi) of the right leg. CT imaging also showed narrowing of the right side/ipsilateral leg. The leg was collapsed near the contralateral gate due to interference from the left side/contralateral leg. The aortic diameter in this area was reportedly narrowed. On (B)(6) 2025, as part of the treatment, percutaneous angioplasty (pta) and stent placement were performed on the right side. The procedure was completed without any complications.